Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the fill tubing took more units of insulin to fill than normal. There was no known impact to the customer's blood glucose (bg) level.